Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was between 300 mg/dl to 400 mg/dl and 300 mg/dl at the time of call. Customer treated with injections. Customer was hospitalized due to gastroparesis not insulin pump. Customer's daughter took insulin pump off once she was admitted. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.